Manufacturer narrative:
B3:date of event is estimated.

Event description:
Additional information indicates that the patient experienced the reported issue around at the end of (B)(6) - beginning of(B)(6) 2020.

Manufacturer narrative:
(B)(6). Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a sudden heating at the ipg pocket site, after which the ipg became inoperable. As such, surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg resolving the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The reported event for ipg depletion was not confirmed. The ipg voltage level is above the ipg eri threshold of 2.644v. The ipg had not logged the elective replacement indication (eri) or the end of life (eol) timestamps. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing. The field scenario was recreated to address the issue of heating. There was 0.2°c increase in the ipg¿s surface temperature when stimulation was turned on for 4 hours in a simulated environment. The rise in ipg surface temperature met the specification for heat generation during use.